Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast cancer. Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported event is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assy rev 8.0 was performed, and the event of carcinogenesis (cancer) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with cancer breast - ndr will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. DHR summary this analysis will focus investigation for cancer-breast event. If required, additional events will be analyzed on another investigation task, and the following documents are required per procedure qpp07-01-004-her1-w01 revision 17.0: 2445557 router, 2445557 reprocess router, 2445557 reprocess router l, 2445557 report, 2445557 reprocess report, 2445557 reprocess report l, 10044274 run. The review of the documentation associated with the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation.

Event description:
Sales representative reported left side "nausea", "pancreatic carcinoma" and "breast cancer". The device has been explanted.